Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose to 477 mg/dl while wearing the pod on the leg between 1 and 4 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. The patient was on the school bus when the pod fell off and unable to apply a new pod immediately. The patient's blood glucose levels rose with symptoms of vomiting and dizziness. The patient was taken to the hospital and treated with IV fluids and insulin. The diagnosis was diabetic ketoacidosis (dka). A new pod was placed during the visit and the patient was discharged the next day.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or deficiencies were observed that would contribute to the cannula dislodging or an adhesive failure. A root cause for the reported dislodged cannula and adhesive failure could not be determined.